Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient had a rapid onset of severe headache. Imaging revealed a cerebral spinal fluid leak and a post-dural puncture was noted. Actions taken included surgical abandonment/capped, blood patch to seal dural puncture, and prolongation of existing hospitalization. The event was considered resolved without sequelae and related to the surgery/anesthesia. Patient indication for use is non-malignant pain and complex regional pain syndrome. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was cerebrospinal fluid (cfs) leak. Interventions included suspending therapy. Signs and symptoms included rapid onset of severe postdural puncture headache caused by a csf leak. Interventions included explanted/not replaced lead on (B)(6) 2015. Additional information received from the healthcare professional (hcp) of a clinical study reported that the lead was explanted and not replaced. Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included implant aborted on (B)(6) 2015. On (B)(6) 2015 while attempting to place the lead, the epidural needle was advanced in a right paramedian shallow approach until it entered the epidural space at t12-l1. The lead was passed without much resistance up the anatomic midline until it got to t2. At that point there was an obstruction. Both the left and right of the midline were explored, yet no matter which direction was explored they ran into an obstruction. Rather than risk the chance of a dural tear and a more complicated course of action, the procedure was discontinued and the spinal cord stimulator lead was removed. Relevant medical history included: non-malignant pain, complex reg pain syndrome type I